Event description:
It was reported that patient presented for an implant procedure. It was noted that the lead impedance was high with greater than double rise from the baseline impedance when connected to the pacemaker. The pacemaker was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of high impedance was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Electrical and mechanical analysis performed indicated normal functionality. Further device evaluation with various loads indicates the device was able to detect and measured the load changes with normal range. Additionally, visual inspection of the header and connector did not find any contamination or foreign material that could contribute to the reported impedance anomaly. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.